Event description:
Complainant alleged that during an attempt to defibrillate a patient in cardiac arrest, the device displayed a "bridge test failed" message. The clinician obtained another device to continue treating the patient who subsequently expired. However, the complainant stated it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.